Event description:
Per tbm, the unit is intermittently stopping with an error code. Per tbm, if you powercycle the joystick, you can get the unit to drive for a short awhile again. No additional information provided.